Manufacturer narrative:
Production records are still under analysis, results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2025, a reintervention was done to explant all the system. The patient was hospitalized on (B)(6) 2025 due to heart infection (myocarditis, pericarditis, endocarditis). The patient was initially implanted with energya vr 3140 (B)(6) & invicta 1cr68 (B)(6) on (B)(6) 2025.

Manufacturer narrative:
The devices have been sterilized and released according to all applicable procedures. Energya vr 3140 (sn: (B)(6)) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 24-june-2025. Use before date: 24-december-2027. Sterilization lot: s0749 - 3841. Invicta 1cr68 (sn: (B)(6)) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 24-june-2025. Use before date: 24-june-2028. Sterilization lot: 3835-s0744. It should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.

Event description:
Reportedly, on (B)(6) 2025, a reintervention was done to explant all the system. The patient was hospitalized on (B)(6) 2025 due to heart infection (myocarditis, pericarditis, endocarditis).the patient was initialy implanted with energya vr 3140 ((B)(6)) & invicta 1cr68 ((B)(6)) on (B)(6) 2025.